Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 it was noticed that the tip had fallen off. They were able to locate the tip and remove it from the patient's leg. There was no harm to the patient. Another device was opened to the field and the broken device was removed.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 it was noticed that the tip had fallen off. They were able to locate the tip and remove it from the patient's leg. Another device was opened to the field and the broken device was removed with it. No additional incisions or repairs needed. No procedural delays. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID#: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 the c-ring broke in half but was still intact. Nothing fell into the tunnel or off. The harvester had tension on the c-ring which applied pressure on the c-ring to then when they deployed the jaws to seal they incorporated the c-ring in with the branch. That¿s when they saw the c-ring split. At that time they opened a new kit to complete the case. No procedural delays. There was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device-problem code updated from 1454 to 1069. H1--corrected from serious injury to malfunction. The device was returned to the factory for evaluation on 07/21/2022. An investigation was conducted on 08/03/2022. The cannula and harvesting device were returned. A visual inspection was conducted. Signs of clinical use and blood were visible on the cannula, c-ring. Harvesting device handle, toggle, jaws, and heater wire, and charred tissue was visible on the heater wire and jaws. No defects on the clear silicone insulation were observed on the hot or cold jaws. The heater wire was slightly bent, but remained attached at the tip, which can be attributed to normal clinical use. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000236926 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.